Event description:
It was reported that the patient experienced intermittent bradycardia and also intermittent heart block. The vns was disabled and the bradycardia and heart block stopped immediately and did not recur. Additional information was provided from the physician. The patient did not have a prior history of cardiac events and did not present with any symptoms or experience any events prior to the event. The arrhythmia was assessed to be correlated with on time of the vns. The physician assessed the event as related to the vns stimulation. The event involved intervention to preclude a serious injury. The arrhythmia has not recurred.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.